Event description:
It was reported that in (B)(6) 2009, the patient underwent fourth surgery consisting of l5-s1 fusion. During this surgery, the surgeon left a drill bit inside the patient. In (B)(6) 2009, an MRI was performed that revealed a drill bit inside the patient. Patient alleges unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.